Event description:
It was reported the generator was "broke". There were no patient consequences.

Manufacturer narrative:
This MDR is being field based on a retrospective review of complaints received by the manufacturer for the time period (B)(4) 2012. The pulsar generator was received in fair condition, with minor surface imperfections. The unit was unable to deliver rf upon initial testing, but the screen and speaker indicated normal operation. The u9 on the rfc pcba failed for unknown reasons. The transformer 13 on the rf pcba failed for unknown reasons. The unit was repaired. Applicable software and hardware upgrades were performed. The unit passed final testing and was recertified for use.